Manufacturer narrative:
This report is for an unknown matrixorbital plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: christian pedemonte et, al (2018), reconstruction of medial orbital wall using a retro caruncular approach, journal of cranio-maxillo-facial surgery vol. 46(10), pages 1726-1730 (chile). The aim of this article is to s to analyze and describe the use of the retro caruncular approach for the treatment of medial orbital wall fractures. Between july 1st, 2011 to july 31st, 2017, a total of 319 affected eye sockets were identified among the 302 patients, of which 289 were excluded, included patients over 18 years old because of a compromised orbitalezygomaticomaxillary complex or lateral orbital wall, roof and/or floor. Thus, this study included 30 eye sockets in 30 patients (27 males and 3 females) were 18 years old were included in the study. In all orbital reconstructions a 3d preformed titanium mesh implant was used. The minimum follow-up of 6 months. The following complications were reported as follows: 4 had enophthalmos over 2 mm. 25 had severe or moderate diplopia. 1 presented a delayed complication on the 5th day after the operation. Developing a conjunctival granuloma on the caruncle of the affected eye socket. 2nd patient developed delayed enophthalmos of the eye socket that was operated on after the first surgery, making a second surgical intervention necessary to restore the lost orbital volume using customized implants and another case of installation of customized implant and a canthopexy. 1 patient developed post traumatic glaucoma after 2 months. 1 did develop postoperative diplopia at 20 degrees of the field of vision after 6 months of follow-up. (Table 1). 3 patients experience diplopia 2 weeks post surgery. (Table 1). 3 patients experience diplopia 1 month post surgery. (Table 1). 2 patients experience diplopia 3 months post surgery. (Table 1). 1 patient experienced infection 2 weeks post surgery. (Table 1). This report is for a synthes matrixorbital. This is report 1 of 1 for (B)(4).